Event description:
It was reported that during the cardiomems implant procedure the patient experienced cardiac arrythmia. This occurred prior to insertion of the cardiomems device and was confirmed not to be related to the cardiomems device by the healthcare provider. The patient experienced sustained ventricular tachycardia which was resolved with lidocaine. The physician proceeded with the implant procedure which was successful.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device was not returned. Per the reported information from the clinic the arrythmia was confirmed to not be related to the cardiomems device. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.